Event description:
It was reported that as the stent came out of the sheath, the struts appeared to be flared. An attempt was made to place stent, but it slid part way onto the shaft of the delivery system. It was not possible to place the stent at the lesion, so the stent was deployed in an unintended site in the iliac. The stent delivery system was removed without issue and there were no pt effects reported.